Manufacturer narrative:
The compromised force sensor system error alarm occurred during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. The insulin pump had intermittent button response due to moisture damage on keypad traces during testing.

Event description:
It was reported that customer received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer states drive support cap was loose. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer inquired if alarm was fixed, if pump could be used. Customer was advised to replace insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)